Event description:
It was reported that there was loss of capture and possible dislodgement of the right ventricular lead. The lead was explanted and replaced with a lead of a similar type. No patient complications have been reported as a result of this event.